Event description:
Manufacturer's representative reported a recently implanted synchromed pump patient has been diagnosed with sjs or "steven johnson sydrome" and the physician was questioning if the pump and/or drug infusing caused the diagnosis. Drug infusing reported to be dilaudid, concentration and dose unk. Upon receipt of additional information the manufacturer's representatvie confirmed the pump is currently infusing normal saline, the dilaudid has been removed. The physician is also questioning the reaction possibly being casued by an antibiotic the patient was receiving. Specific patient symptoms, treatments and outcome were not reported, at the time of this report. Additional information has been requested, and a follow up report will be sent if new information is received.